Event description:
Information was received that the patient's duty cycle was decreased to 10%, initially being 60 seconds on and 10 min. Off and the output current will be increased at the next visit. The patient previously indicated that an off time of 5 minutes caused her increased anxiety. The patient's magnet output current was also turned off and it was noted that the patient had 57 magnet activations despite not using the magnet. No additional relevant information has been received to date.

Event description:
It was reported that the patient's physician indicated the patient had reported their vns is not working as effectively as their depression symptoms are starting to return. No additional relevant information has been received to date.